Event description:
Customer's family member reported customer received a reading of 142 mg/dl on his precision xtra blood glucose meter, which was higher than he felt. It was further reported the customer experienced feeling dazed and confused and subsequently went into diabetic shock. Paramedics were called and they received a reading of 27 mg/dl, on an unk brand of meter within approximately 5 minutes of the customer's reading. Customer was treated with an intravenous infusion of unk type, given a "gel from a tube" to eat, in addition to eating food and drinking juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: customer's family member stated the customer believed the meter was not working "fine" at the time of the event, but used the device anyway.